Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported stroke could not be determined. Stroke, neurological dysfunction, and peripheral thromboembolic event are listed in the heartmate 3 instructions for use as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient developed symptoms of "drooling and talking like a drunk person" and was taken to the emergency room. CT perfusion reported a large volume (99 ml) brain at risk and penumbra in the distribution of the right middle cerebral artery (mca). CT scan results showed a dense right mca with 6mm thrombus of the distal right m1 or the proximal right m2 division of the right mca and aspect score 10. There was no evidence of completed infarction. On (B)(6) 2018 an intracranial thrombectomy was successfully performed with removal of the right mca thrombus. No additional information was provided.